Event description:
It is reported that a customer received states that the piston does not move at all on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the numbers go up to 40 units but there is not insulin that exists. The customer receives no alarms from the pump. The customer was assisted with rewinding the pump and re-priming. The customer mentioned that the pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.